Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient presented to emergency room on (B)(6) 2020 with reports of dark stools, low flow alarms and dizziness. He was admitted and started on protonix and iron. The patient's hemoglobin was 11.8 which was down from his baseline of 14-15. A push enteroscopy was done on (B)(6) 2020 and showed pyloric channel ulcer with small oozing. A clip was placed. The subject had no further gastrointestinal bleeding issues and was discharged on (B)(6) 2020.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed through this evaluation as no log files were submitted; however, the center attributed the alarms to blood loss anemia. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the cause of the low flow alarm was attributed to blood loss anemia. The alarms resolved with routine care. The patient had a procedure to clip an area of bleeding in the stomach. The patient was stable after discharge from hospital. It was noted that the patient would be given proton-pump inhibitor (ppi) as part of plan of care.